Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operation procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he could not duplicate the customer's reported malfunction. He reviewed the error logs, faults codes, and performed all functional and safety tests. The iabp passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical use.

Event description:
The customer reported receiving an autofill failure alarm while the intra-aortic balloon pump (iabp) was in use on a patient. No adverse event has been reported.